Event description:
It was reported that during transfusion with bd pegasus¿ safety closed IV catheter the catheter was discovered to be bent. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: on the morning of (B)(6) 2021, nursing staff of the respiratory department found that the indwelling needle catheter was bent when they were providing transfusion for the patient, which made it impossible to administer medicine normally.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 1221451. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.